Event description:
Customer reported their daughter received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). A repeat cue covid-19 test performed on the same day provided a negative result. Individual tested negative on (B)(6) 2023 with a flowflex rapid antigen test. Customer states individual had no known exposure, but had a cold. Cartridges were stored within the validated temperature range. Although requested, customer did not respond to technical supports three attempts to obtain further information.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.